Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device has been discarded and is not available for investigation. However, photos were provided. The device history report will be reviewed as well. The investigation is pending.

Event description:
The event involved a 20cm (8") set de extensión de dos vías con 2 microclave¿ clear, luer giratorio. It was reported that, during the treatment of a male patient with a bifurcated device installed, the nursing staff in the pediatric intensive care unit administered treatment continuously throughout the morning. By midday, moisture was noticed on the bed. Upon further investigation, it was determined that the rigid part of the plug was leaking. The leakage was identified as a non-specific hazardous medication. No patient harm was reported.

Manufacturer narrative:
Investigation summary: a couple of photos were shared by customer, showing a leak of water outside the shuntless microclave, is not clear the exact source of the leak. No additional damages or anomalies are observed. The complaint of leaks can be confirmed, based on the evidence shared by customer. However, without the returned sample of the affective sample a comprehensive and probable cause of failure investigation cannot be performed and cannot be determined lot history review: the device history was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint